Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). Investigation results: device evaluated by MFR: the gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 40mm distal of the proximal balloon markerband. From the circumferential tear the balloon was also torn longitudinally for approximately 20mm distally. An examination of the markerbands identified no issues. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis. DHR (device history record) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the gladiator device confirmed that the event of balloon- material rupture was known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to patient condition.

Event description:
It was reported that a balloon rupture occurred. The 58% stenosed target lesion was located in the mildly tortuous and moderately calcified subclavian vein. During the percutaneous arteriovenous balloon dilatation procedure, the guidewire crossed the stenotic segment smoothly, and an 8.0 x 80, 75cm gladiator elite balloon catheter was accurately delivered to the lesion. The balloon fully covered the stenosed portion of the subclavian vein. The first inflation was performed successfully with normal pressure expansion. During the second dilation, the balloon was pressurized to 8 atm and inflated normally; however, when the pressure was increased to 12 atm, the balloon was unable to maintain pressure and subsequently ruptured. The operator immediately deflated and removed the device from the body. Upon inspection, liquid leakage was noted from the balloon, confirming rupture and rendering the device unusable. There were no challenging anatomical features and no patient-related factors that contributed to the reported event. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 58% stenosed target lesion was located in the mildly tortuous and moderately calcified subclavian vein. During the percutaneous arteriovenous balloon dilatation procedure, the guidewire crossed the stenotic segment smoothly, and an 8.0 x 80, 75cm gladiator elite balloon catheter was accurately delivered to the lesion. The balloon fully covered the stenosed portion of the subclavian vein. The first inflation was performed successfully with normal pressure expansion. During the second dilation, the balloon was pressurized to 8 atm and inflated normally; however, when the pressure was increased to 12 atm, the balloon was unable to maintain pressure and subsequently ruptured. The operator immediately deflated and removed the device from the body. Upon inspection, liquid leakage was noted from the balloon, confirming rupture and rendering the device unusable. There were no challenging anatomical features and no patient-related factors that contributed to the reported event. The procedure was completed with another of same device. There were no patient complications as a result of this event.